Manufacturer narrative:
Results: the ace 68 was kinked approximately 14.0 cm and 41.0 cm from the hub. Conclusions: evaluation of the returned device revealed the ace 68 was kinked in two locations. If the device is removed from the packaging tray without unclipping the hub of the catheter first, this damage may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the physician noticed that the penumbra system ace 68 reperfusion catheter (ace68) was fractured upon removal from the packaging of the penumbra system ace 68 hi-flow kit (kit). The damaged ace68 was found prior to use and therefore, the ace68 was not used for the procedure. The procedure was completed using a new kit.